Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic omega loop procedure, when they went to use the handle, it had a normal start, but when they wanted to open and grasp tissue, it was not possible to open. They also saw an error log on the display. They used a new stapler and a new reload to complete the case. There was no patient injury.